Event description:
The customer reported that the system displayed a precharge voltage error message. This error will likely prevent the system from booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
The customer has opted to work with third party repair service.